Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
During burring the femur, the surface burr guard detached from rotary attachment. Case type: pka 3.0. Experienced scrub tech assembled and there was visual observation of properly tightening the device. As reported by the mps: the surgeon was able to re-attach the device and complete the case. Parts did not appear to be broken and will not be returned.

Event description:
During burring the femur, the surface burr guard detached from rotary attachment. Case type: pka 3.0. Experienced scrub tech assembled and there was visual observation of properly tightening the device. As reported by the mps: the surgeon was able to re-attach the device and complete the case. Parts did not appear to be broken and will not be returned.

Manufacturer narrative:
Reported event: it was reported that the burr guard assembly detached during burring product evaluation and results: the product was unavailable for inspection as the product was not returned. Product history review: product history review was not performed as the lot no was not provided complaint history review: complaint history review was not performed as the lot no was not provided conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. Device not returned.

Event description:
During burring the femur, the surface burr guard detached from rotary attachment. Case type: pka 3.0. Experienced scrub tech assembled and there was visual observation of properly tightening the device. As reported by the mps: the surgeon was able to re-attach the device and complete the case. Parts did not appear to be broken and will not be returned.